Event description:
Straight cath kit with missing providone-iodine swabs. Two kits from the same lot have been identified with this same problem so far. Both were discarded and another kit was obtained. No harm to either patient. Event results in a delay while another kit is obtained.